Manufacturer narrative:
Evaluation summary: the returned device was reviewed. It was observed that in it's returned condition there is a linear scratch approximately 3mm in width just above the orientation bump on the neck to the edge of the orientation bump; there are minor scratches in the transition area of the taper/neck body; and there are buffing marks on the body edges indication where mated with distal component. Factors which may contribute to acetabular loosening pertaining to the kinectiv femoral neck may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, and patient activity post-surgery. However, the exact cause for the current situation can not be conclusively determined. Evaluation: other - device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that the device was implanted in 2008 and was revised nine months later.